Manufacturer narrative:
The ess provided a reprocessing in-service to the user facility staffs that included the following reprocessing steps: pre-cleaning, manual cleaning, and storage. This is to make them aware of the olympus guidelines on proper reprocessing of the olympus endoscopes. The customer is using a non-olympus leak tester and a non-olympus automated flushing machine. The ess informed the customer to contact the legal manufacturer of the non-olympus leak tester and non-olympus automated flushing pump for their instructions and guidelines. The customer will be using an olympus oer-pro automated endoscope reprocessor. The ess recommended the customer to follow the instructions and guidelines of the products. The customer provided a demonstration of manual cleaning. The ess informed the customer that a suction machine is needed in the reprocessing room for completing manual cleaning of the tjf-160vf and the air water channel cleaning adapter needs to be used during pre-cleaning of their gi scopes. A review of the instrument history showed that the device was purchased on september 27, 2008, and the device has not yet been returned to olympus for evaluation and service since then. If additional information is received this report will be supplemented accordingly.

Event description:
On may 10, 2021, the user facility requested an olympus¿ endoscopy support specialist (ess) to perform an in-service. During the ess¿ site visit on (B)(6) 2021, the customer informed the ess that they have not been using the air water channel cleaning adapter at pre-cleaning for any of their endoscopes. Also, the customer does not have a suction machine in the reprocessing room and aspirating with detergent at manual cleaning is not being done for their duodenoscope (subject device). No adverse event reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer presumed that staff was inadequately trained in device handling or reprocessing in accordance with IFU. The following dfh reports say that performance of reprocessing on the device would be secured by reprocessing appropriately in accordance with IFU. The legal manufacturer confirmed via DHR that the device was shipped out, satisfying specifications. IFU(reprocessing manual) cautions the user against insufficient reprocessing as follows; 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. IFU(reprocessing manual) provides the detailed usage of aw channel cleaning adapter in 2.8 aw channel cleaning adapter (mh-94). The legal manufacturer confirmed via DHR that the device was shipped out, satisfying specifications.